Event description:
Per the clinic, the implant magnet was explanted on (B)(6) 2024 due to lack of benefit. Subsequently, the patient was converted to a transcutaneous osia implant system under general anesthesia during the same surgery.

Manufacturer narrative:
This report is submitted on june 18, 2024.